Event description:
It was reported that patient underwent a weil's osteotomy on (B)(6) 2015. During the procedure, when disengaging the twist off screw, the head of the screw separated from the shaft and could not be retrieved from the patients soft tissue. The shaft was removed from the bone by over drilling, caused the hole to become too large for a screw, therefore necessitating the use of a plate. All of this resulted in a delay in the procedure over 30 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."